Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing intermittent dizzy spells presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise resulting in pacing inhibition. All other electrical measurements were normal. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.